Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.